Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. Device# 2 - proglide (part# 12673-03; lot# 76039-6h), is being filed under a separate medwatch report.

Event description:
Device# 1 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a second proglide was attempted but resulted in needle-to-cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.